Event description:
Customer reportedly obtained a result on the device of 130mg/dl while the lab read 300mg/dl. Comparison samples were taken at the same time. No treatment received. No strip information provided. No quality controls were used. Requested return of suspect device and replacement was sent.